Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the metal pin to which the brush head is attached had broken off. No injury was reported. Follow-up via e-mail: the consumer reported the metal pin at the upper end of the brush broke off, presumably while in the process of switching out the brush head. No injury was reported.